Event description:
The customer stated that they intubated a pt and there was a leak in the cuff.

Manufacturer narrative:
The hi-lo endotracheal tube was received and an inflation/deflation test was performed. During this test, there was loss of air in the cuff. The tube was then submerged into a container with water and 20cc of air was added to the cuff and a cut was observed. The failure mode was confirmed. A mfg CAPA is already in place to address cuff leaks. The MFR's directions for use (dfu) states under warning/precautions (cuff-related): various bony anatomical structures (e.g., teeth, turbinates) within the intubation routes or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during insertion which would create the need to subject the pt to the trauma of extubation and re-intubation. If the cuff is damaged, the tube should not be used.